Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: boston scientific received a call on (B)(6) 2017 regarding this patients recent check before they were to have a revision. Both leads were checked, all measurements were good, but the ra lead had previously been noted to have fluctuating impedances (from 500 ohms to 1600 ohms). In addition, in the past there had been inappropriate atr episodes stored and an increase in pacing thresholds. On (B)(6) 2017, decision was made not to revise at this time. On (B)(6) 2018, fluctuating impedance measurements and ra loss of capture were reported. The lead was explanted on (B)(6) 2019.